Event description:
(B)(4). This device case, which does not include an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a male patient of unspecified age and origin. The patient was using an unspecified medication for treatment of an unspecified indication. On (B)(6)-2011, the dose display of the patient's humapen memoir insulin pen was not showing up properly (product complaint (B)(4) / lot 0905c02). For example, the number 0 looked like the letter c, and the number 8 or any other numbers looked like a line. The same problem occurred with his previous humapen memoir (product complaint (B)(4) / lot unknown). The training status of the patient user was not provided. The two humapen memoir pens had been used for a total of 5 days. The first humapen memoir (lot unknown) was used 1 to 2 days before being returned to the dispensary. The second humapen memoir (lot 0905c02) was used for 2 to 3 days. Return of the second pen was anticipated.

Event description:
(B)(4). This device case, which does not include an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a male patient of unspecified age and origin. The patient was using an unspecified medication for treatment of an unspecified indication. On (B)(6) 2011, the dose display of the patient's humapen memoir insulin pen was not showing up properly (product complaint (B)(4) / lot 0905c02). For example, the number 0 looked like the letter c, and the number 8 or any other numbers looked like a line. The same problem occurred with his previous humapen memoir (product complaint (B)(4) / lot unknown). The training status of the patient user was not provided. The two humapen memoir pens had been used for a total of 5 days. The first humapen memoir (lot unknown) was used 1 to 2 days before being returned to the dispensary. The second humapen memoir (lot 0905c02) was used for 2 to 3 days. Return of the second pen was anticipated. Edit (B)(6) 2011: updated medwatch info areas to cross reference report numbers. Update (B)(6) 2011: additional information received on (B)(6) 2011 from the global product complaint database added the device specific safety summary; and updated the EU/ca fields.

Manufacturer narrative:
A follow-up report will be submitted when the final evaluation is completed. This report is associated with 1819470-2011-00117, since there is more than one device implicated.

Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update statements. Please refer to update statement dated (B)(6) 2011. This report includes final evaluation findings. No additional information is expected. Evaluation summary the patient reported the number 0 looked like the letter c, and the number 8 or any other numbers looked like a line on his humapen memoir device. The device (batch number unknown) was not returned for investigation, therefore no root cause or corrective action could be determined. However the complaint narrative suggests missing segments in the numbers of the display. If the missing segments occurred in the dose numbers, this reportable malfunction may result in an inaccurate dose of insulin. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs, 'if any part of the pen display is missing do not use pen'. It further instructs that if the display is not working correctly to contact lilly or your healthcare professional'. Improper use and storage - there is no evidence of improper use. This report is associated with 1819470-2011-00117, since there is more than one device implicated.